Manufacturer narrative:
Upon review of the device history for the serial number (B)(4), it was determined that the device was manufactured on 16-jun-2011. Due to the age of the device, and the fact there are no repairs available for the video baton, the customer was advised that the glidescope pgvl video baton 3-4 was no longer suitable for human use. The video baton was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. However, it is likely that the age of the device, seven (7) years, caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope pgvl video baton 3-4, the image was intermittent when the cable was manipulated. The procedure was completed with a back up avl video baton 3-4, which was available after about 30 minutes. No harm to patient or user was reported.